Manufacturer narrative:
The insulin pump had alarmed motor error during occlusion test and was unable to prime during the prime test due to faulty force sensor resistor. The motor passed the motor test. The device was received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, and missing end cap sticker.

Event description:
The insulin pump had alarmed motor error during occlusion test and was unable to prime during the prime test due to faulty force sensor resistor. The motor passed the motor test. The device was received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, and missing end cap sticker.